Manufacturer narrative:
H.6. Investigation summary: received one 20ga insyte autoguard inside an open package from lot number 8278838. The unit consisted of a fully retracted needle-barrel assembly and a catheter-adapter assembly. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The catheter tubing revealed damage (cuts) near its tip. One of the cuts observed transposed through the tip. Several of the cuts observed exposed v shaped cuts. Conclusion(s): indeterminate ¿ a definite source that caused the multiple cuts observed on the catheter tubing could not be determined. It is unknown if the damage was caused by the manufacturing process or at user environment prior/during usage.

Event description:
It was reported that the catheter appeared to be cut and almost fell off when removing the needle during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from french to english: the end of the catheter was almost cut and almost fell off when removing the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter appeared to be cut and almost fell off when removing the needle during use with a bd insyte¿ autoguard¿ bc shielded IV catheter.the following information was provided by the initial reporter, translated from french to english:the end of the catheter was almost cut and almost fell off when removing the needle.